Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis patient called fresenius technical support to report the liberty cycler powered down and will not turn back on. The issue occurred at treatment complete - step 10 power down cycler. The patient was not connected when issue occurred. The screen was blank. Pressed ok, stop, and touched the screen but the screen remained blank. The cycler was rebooted, the ok and stop keys did not light up and the screen remained blank. The power cord was properly connected on both ends. There were no recent power outages reported in the home or in the area. A replacement cycler was issued to the patient. There were no injuries experienced, and no medical intervention was required. Upon follow up, the patient confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The patient stated the new cycler has been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.